Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was unknown at the time of the incident. The customer stated the buttons looked like they were pushed outward. The buttons were hard to push. Troubleshooting was performed. The buttons began to respond again. However, it was noted that the customer received a power loss alarm after inserting a new battery. The insulin pump will not be returned for analysis.